Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump noted. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump had a scratched lcd window and cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, and alarmed battery out limit. The customer stated the numbers on their keypad were not ramping. The customer's blood glucose reading was 6.8 mmol/l. The customer stated the insulin pump was submerged in water and now the buttons are unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.